Event description:
Device 1 of 3: reference MFR report; device 2 of 3: 1627487-2019-00479. Reference MFR report; device 3 of 3: 1627487-2019-00480. It was reported diagnostics indicated low impedance readings on multiple contacts. It was later determined the patient had twiddlers syndrome. Surgical intervention was undertaken on (B)(6) 2018 and the extensions were explanted and replaced. Reportedly, the patient¿s therapy was restored.